Event description:
The field engineer reported that the system will not save any images. This situation is a potential hazard because it results in a loss of data. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the software were installed during the service call. The system was tested, found to be working as intended and returned to service.